Manufacturer narrative:
The device was not received for analysis; therefore no physical or visual analysis of the product can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications prior to shipment. The guidewire is expected to be returned for analysis. If additional information is received or the product is returned for analysis a follow-up medwatch report will be submitted.

Event description:
After the successful implant, the delivery system was taken out of the patient, but the tip of the guidewire was stuck in the handle. Part of the guidewire to be returned inside the handle.

Manufacturer narrative:
The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications prior to shipment. As received, the specimen consists of an indeterminate length of one each clinically used, damaged safari2 275cm sml crv device; returned lodged within the lotus delivery system, loose in an open, large poly biohazard bag. The preformed distal tip region and an undetermined length of the specimen are missing. Approximately 6.33cm of the specimen is extending from the distal tip of the lotus delivery system; of this remnant, 5.03cm of exposed core wire is protruding from 1.30cm of damaged coil wire. The exposed core presents deep surface scratches and bends over the distal 2.77cm. The visible coil wire presents stretched coil wraps and indications of torsional loading against the wind direction. Both coil and core wires have been cut. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the evidence presented by the sample and the information provided by the supporting documentation, clinical and/or procedural factors appear to have impacted on the event as reported.